Manufacturer narrative:
Corrected information was provided in d1 (brand name). Upon review, it was identified that the section d brand name has now been updated. Corrected information was provided in e1 (facility details). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the hematoma was not determined due to insufficient clinical details.

Manufacturer narrative:
D6b: the explant date was updated.

Manufacturer narrative:
D6b: explant date is unknown. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp device was inserted via the left femoral artery in a 61-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), with a history of coronary artery disease and scai stage e. During support, the patient experienced a drop in hemoglobin to 6.5 g/dl and required one unit of packed red blood cells. Reassessment showed hemoglobin of 7.3 g/dl. The provider initially suspected a retroperitoneal bleed; however, CT imaging was negative. Clinical concern subsequently focused on a possible intramuscular hematoma of the left thigh. The impella remained positioned in the left femoral artery with no bleeding or swelling at the insertion site. Ultrasound of the left thigh was completed, and radiology interpretation was pending. The patient remained on support. The reported event is a hematoma requiring blood transfusion, which is a known risk described in the instructions for use due to access-site manipulation, anticoagulation requirements, and the hemodynamic instability typical of patients with ami/cgs.